Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on the access 2 immunoassay system. The initial erroneous results were reported outside the laboratory. The customer filtered and re-spun the samples before repeat testing. The patient samples were retested and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008, to investigate the event. The fse inspected the event and no hardware issues were found. All testing performed by the fse on the instrument met published specifications. A definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to two patient events associated with a single malfunction report on different days. Reference MDR number 2122870-2011-02972 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.